Manufacturer narrative:
No malfunction was found by service, which proceeded with the regular maintenance service, cleaned the pcb with detergent in order to improve the reset and as a precaution replaced a component related to the reset area. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "alarm and no display".